Manufacturer narrative:
Date of event is estimated. The reported event of the ipg turning on by itself was not confirmed. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry and output signal integrity, and all test steps passed. A review of the ipg diagnostic logs did not note any discrepancies that would indicate the ipg was turning on by itself. During ate testing all ipg impedance measurements were within specification. No cross-chamber leakage was noted during stimulation output testing during ate testing.

Event description:
It was reported that the patient experienced therapy turning on by itself and experienced a shocking sensation due to this. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue.